Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lnpen not dispensing insulin. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-105nnblna was requested and the customer response was the device will be returned.

Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Inpen passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen failed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 4.15ozf-in). Inpen passed front cap investigation. During deconstructive analysis, performed dust/debris investigation and found visible dust and debris in the injection button housing not allowing leadscrew to do a full dispense when pressing the injection button. This indicated debris was lodged between dose detent and injection button that cause the leadscrew anomaly. In conclusion: during deconstructive analysis, performed dust/debris investigation and found visible dust and debris in the injection button housing not allowing leadscrew to do a full dispense when pressing the injection button. This indicated debris was lodged between dose detent and injection button that cause the leadscrew anomaly. This can affect insulin delivery. Therefore, the customer concern of no insulin is fully dispensed when the injection/dose button is pushed was confirm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.